Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net with right ventricular lead exhibiting noise, pacing inhibition was noted. The lead was capped and replaced successfully on (B)(6) 2016. The patient's condition was unchanged pre and post procedure.